Event description:
It was reported when using the bd vacutainer® 9nc 0.109m plus blood collection tubes, the device experienced a broken lid/cap. The following information was provided by the initial reporter. The customer stated: during using the tube ,it found that the shield was damaged.

Manufacturer narrative:
Investigation summary: bd did receive one photograph from the customer in support of this complaint. The photo was evaluated and the customer's indicated failure mode of damaged cap was observed. Additionally, 100 retained samples were visually checked and no defects were found. Bd was able to duplicate or confirm the customer¿s indicated failure mode with the photograph attached, however retained samples were satisfactory. No root cause could be established for the reported defect. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends.